Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that prior to the procedure, they opened an om-10000z and there were no standard blades in the box. The sterile barrier was removed when it was noticed that the blades were not in the package. This was all noticed prior to the procedure and they opened another box for the procedure. There was no procedural delay.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated sections: g-3, g-6, h-2, h-6, h-11. The investigation has been started since the complaint was received, and the following contents have been conducted: 1. DHR review: the DHR of the reported lot has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% visual inspection during production. They all passed the inspection which demonstrate the part package is integrated. 2. Trend review: in the last 12 months, the occurrence rate is found to be 0.007% which is under anticipated occurrence rate. 3. The device was not received which could not be evaluated, the reported failure could not be confirmed. The manufacture processes were reviewed and no deficiency indicating the reported failure was observed, which demonstrated the production process are normal and all devices were packaged correctly. Since no picture or user details is available for review, the specific root cause is impossible to define. The IFU has the warnings and precautions that ¿do not use if the product sterilization barrier or its packaging is compromised.¿ and the device missing could be identified by customer before using, there was no patient involved, no ncrs, rework, or deviations documented for the reported batch. Based on above review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that prior to the procedure, they opened an om-10000z and there were no standard blades in the box. The sterile barrier was removed when it was noticed that the blades were not in the package. This was all noticed prior to the procedure and they opened another box for the procedure. There was no procedural delay.